Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
Hold for jn 2.3it was reported that a male patient born in 1961 underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest requiring prolonged hospitalization, surgical intervention and eventually death. It was reported by the caller that several minutes after one ablation (anterior septal in the left ventricle) and during subsequent vt induction and mapping, the patient suffered pea (pulseless electrical activity). Cardiopulmonary resuscitation (CPR) was performed for over 5 minutes, and pulse and breathing were restored. At the time of the call, the patient was undergoing impella implant as their blood pressure was low. The ablation procedure was aborted. The caller stated that the patient had a prior atrioventricular (av) node ablation (date unknown). This adverse event was discovered during use of biosense webster inc. (Bwi) products, during mapping phase. The physician¿s isn't sure what caused the adverse event but does not believe bwi products are at fault. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk needle. There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting: 8/15 per instructions for use (IFU). No error messages observed on biosense webster equipment during the procedure. The patient is not hemodynamically stable at the time of the report since blood pressure was dropped which led to impella implant. Force visualization features used included graph, dashboard, vector and visitag. Color options used prospectively was impedance drop. Max wattage used was 50w, total lesions done was one (1), total ablation time was 10 seconds and total fluid: 131 ml. Additional information was later received which indicated that after the patient went home, the patient was re-admitted to another institution where the patient unfortunately passed away a couple of days after the impella implant. No service needed for the generator. The date of death was (B)(6) 2022. The doctor¿s opinion on the death was very poor ventricular function (ef less than 10%). The patient had a large amount of scar tissue in his left ventricle (lv) and was repeatedly getting shocked from implantable cardioverter defibrillators (ICD). He went into pea after induction of vt for mapping purposes. The doctor believes he was unable to tolerate this vt.